Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incident, within an unknown period of time. The customer got a critical pump error alarm. Troubleshooting was not completed. The customer had no manual injections to treat after the pump malfunctioned. The insulin pump will be returned for analysis. Frn-unk-rsvr; unomed set.

Manufacturer narrative:
Device received with critical pump error and pump error 18 alarm and pump error 3 alarm in the device history due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.